Event description:
It was reported that, the patient dislocated post rsa from 2023. Revision surgery needed to improve stability. It was further reported, the increase in poly thickness and glenospehere lateralization resolved issue. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.